Event description:
It was reported that during implantation of a 3.5x20 mm taxus liberte (mr) drug-eluting stent, the physician could not cross a pre-dilated stenotic lesion and observed a broken strut on the stent when it was removed from the pt. No info was reported on vessel tortuosity or the calcification of the lesion. No info was reported on pt complications.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.